Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker exhibited noisy signals on the right atrial (ra) channel, oversensing, and loss of capture on the right ventricular (rv) channel. Technical services (ts) reviewed the atrial tachycardia (atr) events which appeared to be real atrial fibrillation. Ts also noted that the ra electrogram (egm) gained 20mm/mv when baseline noise was observed. Ts recommended thorough lead evaluation with surface ECG and isometrics. This device remains in service and no adverse patient effects were reported.